Manufacturer narrative:
The reported blood loss is attributed to the operator discontinuing treatment without performing rinseback. The user's guide instructs the operator to turn the cycler power off and then on again in the event that a system alarm occurs. If the alarm recurs terminate treatment and rinseback blood. The exact cause of the reported alarm is unk. Occasional alarms during a dialysis treatment are not unexpected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. Manual rinseback was started but could not be completed, resulting in an estimated blood loss of 95cc. No medical intervention was required.